Event description:
It was reported that a patient presented remotely via merlin. Net. The implantable cardiac monitor (icm) exhibited under sensing. The icm was reprogrammed to the right sensitivity. The patient was stable throughout.